Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced login buffering and failed to communicate during critical override despite multiple restarts. A technical support specialist dialed into the station, reviewed system logs, changed the database recovery model, and reconfigured the network adapter speed and duplex settings. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mi station become stuck buffered at login, was not communicating, and had entered critical override mode. The customer attempted multiple system restart; however, the issue continued to persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.